Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a hematoma at t8 lead site as well as weakness and paralysis in both legs (reference MFR. Report# 1627487-2018-06358). The physician removed the hematoma and repositioned the lead in the original location. Intra-op testing revealed leads were within normal range. However paralysis still reside post revision.

Event description:
Additional information received identified the issue was resolved post the evacuation of the hematoma.